Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "had seroma in the left breast, performed removal for biopsy, presents capsular contracture baker grade iii." Patient also reported "prostheses is releasing particles that are causing fibromyalgia, loss of vision, hair loss, affecting sleep", weight gain, pain in the spine and joints," but the events are not related to the implant. The device remains implanted.